Event description:
A nurse reported that vitrectomy probe had no suction (aspiration) before vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of cutting was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos the inner cutter pulled out of the coupling, no presence of adhesive observed on the inner cutter when held under ultraviolet (uv) lighting, fillies was deemed conforming. Gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the event, the evaluation indicates the probe had an actuation failure. The aspiration function of the probe was conforming, however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The cause of the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been completed associated with the inner cutter detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).